Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 03531 0001822565 - 2023 - 03532 d10: cat# 00811400110 lot# unk femoral stem 12/14 neck taper ext. Offset size 1 130 mm stem length. G2: foreign: united kingdom. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a total hip replacement. Subsequently, the patient had a fall, landing on the hip that was replaced, causing the dislocation. The patient underwent a revision procedure approximately 1 month post implantation. Perioperatively, the surgeon decided to exchange the shell due to shell malposition and the liner for an elevated liner. On removal of the femoral head, the stem was removed and exchanged for the same offset and size. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. It is unknown if the shell was placed incorrectly, or was placed that way dependent on patient anatomy. While the cup position could be a contributing factor to the dislocation, a definitive root cause cannot be identified. Additionally, the reason for the fall is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; d9; g3; h2.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; d5; g3; h2; h3; h4; h6: h10. Visual examination of the returned product identified liner was returned seated in the shell. Shell has bio debris embedded in the outer spherical surface. Shell rim face is discolored, gouged, and indented. Liner shows one anti rotation scallop missing, screw hole, and gouges in the spherical surface. Liner has rim wear consistent to the reported dislocation. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.